Event description:
It was reported that during a procedure, the tip of the device broke off inside the patient and was able to be retrieved.

Event description:
It was reported that during a procedure, the tip of the device broke off inside the patient and was able to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported tip breaking (metal electrode) was confirmed on the returned unit. A piece of the ceramic together with the electrode tip was detached. The detached piece of the electrode was returned with the unit. However, the missing ceramic piece was not returned. Examination under magnification (about 100 x) confirmed the presence of wear marks on the lumen concentrated below the electrode and ceramic as well as on the insulation. The wear marks on the lumen seem to be scratch marks with a pointy object, however the wear marks on the insulation appear to be more impact or pressure related. In addition, the wand was bent. Functional inspection revealed a p2 error code when connected to an energy console. A p2 error corresponds to a "probe expired error" - the time since the first activation of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Device history record of the reported product/lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.